Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation and atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during the sheath preparation of either sheath. After transseptal access was gained using the versacross fixed access solution, the versacross sheath and dilator were exchanged for the faradrive sheath and dilator. The faradrive sheath and dilator were crossed into the left atrium and the dilator and versacross wire were removed. A mapping catheter was then introduced into the proximal portion of the faradrive and the physician aspirated per the direction for use. It was at this point that air ingress was observed in the sheath. The physician aspirated the sheath multiple times and continued to experience air ingress. Due to an inability to clear the air bubbles from the sheath, the sheath was removed from the body and another sheath was opened. The second sheath was used to pre-map the left atrium using the mapping catheter and ablate in the left atrium using the farawave pulsed field ablation catheter. It was upon re-introducing the mapping catheter to post-map the left atrium that the same issue with air ingress as described with the initial sheath was seen. Therefore, the physician pulled the sheath back into the right atrium and decided to still map in the left atrium with the mapping catheter. After the post map was completed the sheath was removed from the body. Bubbles were observed in the flush port of the sheath upon aspirating with both sheaths. No air was seen in the patient. The procedure was completed without any patient complications. The devices are expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles or air ingression in the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
During a pulmonary vein isolation and atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during the sheath preparation of either sheath. After transseptal access was gained using the versacross fixed access solution, the versacross sheath and dilator were exchanged for the faradrive sheath and dilator. The faradrive sheath and dilator were crossed into the left atrium and the dilator and versacross wire were removed. A mapping catheter was then introduced into the proximal portion of the faradrive and the physician aspirated per the direction for use. It was at this point that air ingress was observed in the sheath. The physician aspirated the sheath multiple times and continued to experience air ingress. Due to an inability to clear the air bubbles from the sheath, the sheath was removed from the body and another sheath was opened. The second sheath was used to pre-map the left atrium using the mapping catheter and ablate in the left atrium using the farawave pulsed field ablation catheter. It was upon re-introducing the mapping catheter to post-map the left atrium that the same issue with air ingress as described with the initial sheath was seen. Therefore, the physician pulled the sheath back into the right atrium and decided to still map in the left atrium with the mapping catheter. After the post map was completed the sheath was removed from the body. Bubbles were observed in the flush port of the sheath upon aspirating with both sheaths. No air was seen in the patient. The procedure was completed without any patient complications. The devices are expected to be returned for analysis.